Event description:
An elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a negative result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Event description:
The novasure disposable device was inserted into the patient's endometrial cavity to perform the cavity integrity assessment test, and the operator stepped on the novasure foot switch once. Upon completion of the test, the green led light flashed on (located on the rf controller) and without the doctor pressing the foot switch again, the ablation cycle started. The operator was not expecting the ablation cycle to start automatically. 126 watts of power were administered for a total of 124 seconds. There were no adverse effects to the patient. The novasure disposable device was removed without difficulty. Inspection of the endometrial probe revealed good cauterization on all surfaces of the probe. The novasure system was sent to biomedical engineering for testing. The hologic representative inspected the unit for proper operation and it passed inspection. The representative's opinion was that the operator may have inadvertently placed the unit into automatic mode (vs. Semi-automatic mode). (To operate the system in the automatic mode, the user is to press the enable button located on the rf controller prior to beginning the cavity intregrity assessment test. To operate the system in the semi-automatic mode, the user is to not press the enable button prior to beginning the cia test.)====================== manufacturer response for ablation system, novasure ablation system======================see occurrence description.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery issue. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a depleted battery alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Event description:
The customer stated error code 1007, unable to process test, activated read failure was randomly occurring on the architect i2000sr analyzer. The issue was resolved after the reaction vessel lot was changed. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.